Event description:
It was reported to st. Jude medical that one day post-implant, loss of capture was observed. The loss of capture could not be reproduced. The location, measurements, connection and the performance of the lead was checked and found to be normal. As a result, the device was explanted and replaced.